Event description:
A pt was admitted with two vessel disease. Initially, a 3.5 x 28 mm cypher stent was successfully implanted in the left anterior descending artery. The lesion in the mid right coronary artery (rca) was non-calcified, straight, and 80% stenosed. A 3.5 x 33 mm presillion stent delivery system was prepared according to IFU. While attempting to "gently" cross the rca lesion with a 3.5 x 33 presillion stent for direct stenting, resistance was felt and it was decided that the lesion should be pre-dilated. While attempting to withdraw the stent into the 6f guiding catheter, the balloon dislodged and the stent was left unexpanded in the proximal rca. Attempts to re-advance the balloon inside the stent failed. An attempt to snare the stent was unsuccessful. After much manipulation, a 2.0 x 15 cordis fire star balloon was placed inside the stent and was inflated to partially deploy the stent, but the pt developed angina and complete heart block for which a temporary pacemaker had to be inserted. A 3.0 x 15 cordis fire star balloon was used to systematically dilate the whole length of the stent, but the balloon still could not advance across the distal tip of stent. Another 2.0 x 15 cordis fire star balloon crossed the stent, and the distal part of the stent was subsequently dilated with the 3.0 x 15 balloon previously used. The entire stent and rca distal to the stent was dilated with a 3.0 x 10 cordis durastar at high pressure. As the stent was trapped proximally, another 3.0 x 33 mm presillion stent was implanted to completely cover the lesion. Both the stents were then post-dilated with 3.5 x 28 mm stent balloon.

Event description:
On february 18, 2010, during device evaluation by baxter the channel b channel select key on a colleague cx triple channel volumetric infusion pump was found to be not working properly. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software version 5.04.00 that is categorized as unremediated.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.

Manufacturer narrative:
This patient experienced complete heart block during a coronary intervention using a presillion stent delivery system and a firestar ptca balloon catheter. A temporary pacemaker was used to treat the block and no lasting patient injury occurred. The target site in the rca was non-calcified, straight and 80% stenosed. An attempt to direct-stent the lesion with a 3.5/33mm presillion stent met with resistance, so the sds was withdrawn for pre-dilation. At this point, the balloon slid out of the stent and the unexpanded stent remained in the proximal rca. Attempts to re advance the balloon inside the stent and to retrieve the stent using an andrasnare micro asm also failed. After much manipulation, the physician was able to maneuver a 2.0/15mm firestar balloon into the stent, which was inflated to partially deploy the stent. At this point, the patient developed angina and complete heart block and the temporary pacemaker was inserted. A 3.0/15mm firestar balloon was then used to systematically dilate the whole length of the stent but this balloon would not advance across the distal tip of stent. A 2.0/ 15mm firestar balloon was used to cross and dilate the distal part of the stent and eventually the 3.0/15mm was able to be used. Finally another presillion stent (3.0/33mm) was used to cover the rest of the lesion. The firestar balloon was not returned for evaluation. A review of the manufacturing records could not be done without a lot number. Arrhythmias are a potential adverse event associated with coronary artery stenting. Review of the available information suggests that procedural factors may have contributed to this event.

Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 34 mmol/l. The customer was treated, and her blood glucose levels went down to normal. After leaving the hospital, the customer received several no delivery alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the prime and self tests. Nothing further was reported.

Manufacturer narrative:
The lot number was received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.